Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (457-520 mg/dl) and the ketones were moderate/large. Due to not feeling well, the contact administered humalog via insulin pen and provided water to the customer. The contact thought that the high bg was due to hormonal changes/stress; however, requested a pump system check. The system check showed the device was performing as expected. Tandem technical support advised the contact to discuss the high bg with a healthcare provider.